Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with their device not working properly. Two weeks later a surgical procedure was performed to explant and replace the inflatable penile prosthesis (ipp) pump, there were no clinical consequences to the patient. During the revision procedure the physician observed a crack in the pump connector.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of a device mechanical issue was confirmed through analysis as the the device did not pass activation testing and there was fluid moving from the reservoir to the pump when it was deactivated. The reported allegation of hole/perforation was unable to be confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing was cut down to the pump and not returned. Functional testing found that the pump did not pass activation testing and when deactivated there was unwanted fluid moving from the reservoir to the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with their device not working properly. Two weeks later a surgical procedure was performed to explant and replace the inflatable penile prosthesis (ipp) pump, there were no clinical consequences to the patient. During the revision procedure the physician observed a crack in the pump connector.